Event description:
Pt reported leaking IV. The nurse found the lever lock cannula disconnected from pt IV line. Infusion was stopped and clamped but found the medication on the floor. IV bag was empty.

Manufacturer narrative:
Upon completion of the investigation, a supplemental report will be submitted.